Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's display went blank, came back on, then error alarms began to occur. Blood glucose level at the time of the incident was 233 mg/dl. The customer stated that the insulin pump was stuck in a loop of error alarms and rebooting. During troubleshooting, the customer was not able to get the insulin pump to rewind. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.